Event description:
It was reported that the customer was hospitalized due to high blood glucose. The health care professional stated that the insulin pump was not delivering the bolus correctly, and it takes two to three hours to deliver a bolus. Initially, the customer called requesting assistance on delivering a normal bolus. The customer mentioned that her blood glucose was not dropping as she expected, and she is (B)(6) pregnant. The customer also mentioned that the health care provided has been changing her settings every week. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.